Manufacturer narrative:
Results: the catheter has a kink in the hypo-tube distal of the ID band approximately 2.3cm from the hub. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that pxslim catheter kinked in the strain relief portion of the hub. If the catheter is mishandled during use it is possible that damage may occur. It appears that the proximal end of the catheter was manipulated in such a way that the force placed on the proximal strain relief was greater than the strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00211.

Event description:
Physician accessed ccf via venous approach with px slim microcatheter. After one hour and having placed three penumbra coil 400 coils, the strain-relief portion of the hub on the microcatheter was kinked, and appeared to be fractured. Saline was noted to be dripping from the site of the kink upon flushing the microcatheter.